Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test.

Event description:
Customer reported that his insulin pump is malfunctioning. Customer stated that he received a recertified replacement and 3 days later received a motor error alarm. Assisted customer with manual prime and he state that he can see insulin building up right around the qr no drips and the insulin pump did not alarmed. Customer also stated that he spoke with his attorney and sent 2 infusion sets that were on the insulin pump at the time of motor error alarmed for documentation. Nothing further was reported.